Event description:
It was reported that the ventilator alarmed and generated an error message during ventilation. The error message indicated a power failure. Ventilation of the patient was not interrupted, and there was no harm to the patient. (B)(4).

Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the returned dc/dc & standard connectors printed circuit (pc) board has been completed and the reported failure was reproduced. The dc/dc & standard connectors printed circuit board converts the internal dc supply voltage +12v into internal dc supply voltages: +24v, +12v, -12v,+5v,-3, 3v. Electrical measurements showed that the +12 volt voltage was intermittently outside allowed tolerances. The conclusion of the investigation is that the issue occurred, due to a broken integrated circuit that is part of the electronics for an electronic fuse. The root cause of why the integrated circuit failed has not been determined.